Event description:
Reporter alleged the customer attempted to test on the aviva system but couldn't due to error messages when she was predosing the strip. Reporter stated that the next day (but also within 24 hours) he called 911 because the customer was incoherent. Reporter stated the emts obtained a result of "hi" on their system and took the customer to the hospital. Reporter stated that at the hospital, the result was in the 600-699 mg/dl range and the customer was treated with an IV and insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.